Event description:
It was reported that during the procedure in an unspecified vessel, the xpert stent system was advanced through the sheath to the target lesion, however, the stent did not deploy. The stent system was removed from the pt's anatomy and another 6/40 xpert stent system was used to complete the procedure. There was no adverse pt effect. Though requested, no add'l info was provided. During return device analysis, the gluing connection between the outer tube and manifold was found to be broken.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete.